Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. It should be noted that the perclose proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the per-close technique are required. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 8.5fr sheath, after a premature ventricular contraction (pvc) ablation procedure. Reportedly, prior to getting through the tissue tract to the access site, the knot deployed early. The sutures were pulled back and one half of the suture was cut and removed from the patient anatomy. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.